Event description:
About 4-5 months ago, the patient began presenting with increased muscular spasms. At the following refills, the physician found a discrepancy between the expected drug volume in reservoir and actual aspirated drug volume. At the first refill, the aspirated volume was 1 ml more than the expected volume; at the following 2 refills the aspirated volume was 3 ml more than the expected volume. The battery was ok (eri at 13 months). The physician increased the drug dose to try to treat the increased spasms. The physician planned to replace the pump in (B)(6) 2011 (unable to do it earlier due to hospital problems). There was reported to be no patient injury. The patient was well, except for the increased spasticity. The device system was used to deliver baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).